Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a skin puncture when the doctor was trying to place the left occipital lead during the surgery on (B)(6) 2016 (reference MFR report #: 1627487-2016-02259, 1627487-2016-02260 and 1627487-2016-02261). As a result, the doctor abandoned the lead placement in the left occipital area and implanted the same lead in the left scapula area to address the patient's new pain. A dressing was placed on the puncture. The patient experienced discomfort post operatively due to the puncture. Follow-up revealed the wound had not healed as of (B)(6) 2016.

Event description:
Follow-up revealed the puncture wound had healed over time.